Manufacturer narrative:
(B)(4). The investigations found: for 5 events: the investigation is ongoing. For 11 events: the issue was resolved by the service actions. For 6 events: the investigation could not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions were: for 1 event: the gear pump head, sample probe, and rinse tubing assembly were replaced. For 1 event: the field service representative replaced the sample mechanism and the sample probe. For 1 event: the field service representative flushed the sample probe. For 3 events: the field service representative or customer replaced the sample probe. For 1 event: the field service representative adjusted the locking nut on the sample syringe assembly. For 1 event: the field service representative adjusted the gear pump and reagent probes. For 1 event: the field service representative replaced the syringe assembly and decontaminated the analyzer. For 1 event: the field service representative adjusted the probe position and the rinse level. For 1 event: the field service representative changed the tubing, cleaned the nozzle tips, and changed the cells and the lamp. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>22</noe> malfunction events. Erroneous high results were generated by the cobas c501 analyzer. The events involved a total of xxx patients with the following: 8-igm-2 tina-quant igm gen.2, 7- albt2 tina-quant albumin gen.2, 6- mg2 magnesium gen.2, 2-trigl triglycerides, 9-ck creatine kinase, 1-etoh2 ethanol gen.2, 1-crep2 creatinine plus ver.2, 2-a1c-3 tina-quant hemoglobin a1c gen.3, 1-vanc2 vancomycin, 4-ca2 calcium gen.2, 4-nh3l ammonia, 1-a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c), 2-crep2 creatinine plus ver.2. The known patients' ages ranged from 20 to 95 years. The known patients' weights ranged from 109 to 201 lbs. There known patients' genders were 8 females and 3 males.

Manufacturer narrative:
For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. For the second pending event, the investigation determined that the sample probe positions were incorrect due to the slider of the sample pipettor assembly. The slider was replaced and the module was confirmed to be running back within specifications. For the third pending event, the investigation did not identify a specific product problem. The cause of the event could not be determined. The field service representative checked all system functionality and changed valves and rinse nozzles. For the fourth pending event, the investigation did not identify a specific product problem. The cause of the event could not be determined. The field service representative replaced the gear pump head. For the fifth pending event, the investigation determined that the cell rinse unit was dripping due to mis-adjustment. The sample probe was also misadjusted. The probe was adjusted. Cell rinse and sample probe rinse were adjusted. The analyzer was confirmed to be running within specifications.